Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device following a diagnostic procedure via the left femoral artery. It was reported that upon insertion, resistance was met and a "snap" sound was heard. Pulsatile flow was obtained as expected via the marker lumen. The needles deployed without problem and there was bilateral suture capture. The foot parked without problem, but there was resistance met when attempting to remove the device. A fluoroscopy shot was taken and the arteriotomy appeared to be in the common femoral artery and no calcium was visible. The device was relaxed and the foot was deployed and parked again. The device was still not able to be removed. The pt was taken to surgery for device removal. The device had a break at the proximal end of the distal guide. The surgeon stated that the arteriotomy was actually in the proximal end of the superficial femoral artery. There was mild calcium noted during surgery. A small dissection occurred during surgery when the surgeon was removing the device. The artery was opened approximately 1 inch, but it is unk if the artery was closed with suture or a patch. The procedure was originally a same day procedure, but the pt did stay overnight in the hosp. There have been no reports of further adverse pt sequelae.